Event description:
A caller reported that the indicated battery charge of their pump dropped significantly in a short period, leading to an unexpected shutdown. There was no reported adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support instructed the caller to perform a pump reset and arranged for a pump replacement. The caller would continue using their current pump as backup therapy.